Manufacturer narrative:
G4: 17oct2019; b4: 18oct2019. After numerous attempts to obtain information on the repair of this device with no response, this complaint is being closed. If additional information is received a supplement report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported gas volume failure. There was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported gas volume failure. There was no patient or user harm reported.